Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (date not reported) due to migration of the electrode lead into the external auditory canal. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report august 30, 2016.

Manufacturer narrative:
This report is filed september 30, 2016.